Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that her daughter¿s onetouch ultra 2 meter was reading inaccurately high compared to another meter (accu-chek), was reading inaccurately erratic, and was reading high compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged issues began on (B)(6) 2017 at 12.30 pm, when they obtained an inaccurately high blood glucose result of ¿350 mg/dl¿ on the subject meter compared to ¿149 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. They also compared the ¿350 mg/dl¿ result obtained to her feelings/normal results, which they felt was too high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. At 12.46 pm the reporter stated the obtained results of ¿286 mg/dl¿, then at 12.55 pm ¿81 mg/dl¿, performed with 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The reporter stated that her daughter manages her diabetes using insulin (self-adjuster), and in response to the alleged inaccurate results she took an increased amount of insulin (9 units in total). 5 hours after administering the extra insulin the reporter stated that her daughter developed symptoms of ¿headache, sweaty and shaky¿. The reporter confirmed that no treatment was received. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. It was noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.